Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: unk liner lot#unk item#unk, unk stem lot#unk item#unk, unk harris-galante porus ii cup item#unk lot#unk. The complaint is confirmed by op notes address that the superior aspect of the femoral head had undergone collapse with fragmentation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03793, 0001822565-2017-06912, 0001822565-2017-06914.

Manufacturer narrative:
The following report is submitted to relay additional and corrected information.

Event description:
It was reported that patient underwent a right hip revision approximately eleven years post implantation due to disassociation of the poly liner from acetabular shell.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup. It is unknown if the device will be returned for analysis, as its location is unknown. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03793.

Event description:
It was reported that patient underwent a right hip revision approximately one year post implantation due to disassociation of the poly liner from acetabular shell. Attempts to obtain additional information have been made; however, no more is available.